Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported shortness of breath (sob). The physician reprogrammed the device but the patient felt phrenic nerve stimulation. Thus, the physician decided to explant the lv lead. No additional adverse patient effects were reported.